Event description:
It was reported that the accucath catheter coiled up when trying to thread the catheter. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause remains unknown. One photo sample of an accucath catheter was provided for evaluation. The catheter is being held outside of patient use. Blood residue appears to be present within the luer hub and catheter. A slight bend in the catheter is visible near the proximal end. Catheter buckling appears to be present near the bent region. The catheter tip cannot be clearly inspected for material damage. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. Based on the description of the reported event and photo sample provided, possible contributing factors include insertion technique, advancement against resistance, and catheter stiffness. Since a bend and catheter bunching were observed, the complaint is confirmed but the exact cause could not be determined. A lot history review (lhr) of redz1864 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redz1864 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the accucath catheter coiled up when trying to thread the catheter. No other information was provided.